Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. The following physical damage was also noted: cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; four of the buttons were unresponsive. The patient's blood glucose at the time of incident was 119 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer stated that he might have dropped the pump on the floor while he was sleeping but he is not sure that actually happened. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.